Manufacturer narrative:
Additional narrative: visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. The returned femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. In this case three of the ard's of the polyethylene liner have fractured. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. X-ray was received and reviewed. Retractors can be seen in the image, presumably holding the wound open during the revision surgery. The femoral head is sitting superior to the typical positioning within the acetabular cup. This positioning is indicative of severe eccentric wear or of liner disassociation. However, as this is an intraoperative image, the position of the femoral head can be highly variable. From a single image it is not possible to confirm whether or not the head is reduced, let alone if the position is a result of a preoperative condition. There appears to be extensive reconstruction of the acetabulum, as evidenced by numerous trauma screws. The view is limited to a small area around the right hip, but the positioning of the femoral and acetabular components appears to be appropriate. No issues can be identified that would directly contribute to the reported disassociation. Neither can the disassociation be definitively confirmed from this image. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a disassociation.